Event description:
The facility reported an infusion pump with a failure code 570. It was not specified if this failure code was discovered while infusing on a pt. The facility rep stated that no pt injury was associated with this report and no incident reports were filed since the last baxter service event.

Manufacturer narrative:
Evaluation summary: the reported failure code 570 was confirmed during testing. A corrective and preventative action has been initiated.